Event description:
The event occurred on an unspecified date and involved an unspecified microclave where it was reported the catheter and connector would "pop off" at the connection hub of the catheter and the microclave. There was unknown patient involvement and unknown human harm reported.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.